Manufacturer narrative:
The information related to event has been updated in summary and provided in this report.

Event description:
Customer also said readings were not accurate at all. There were updating issues for 5 hours. Customer also had delivery issues.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering even after the blood glucose level of customer was low. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.